Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the infusion set cannula was being changed. Contact reloaded cartridge to resolve issue. There was no reported adverse impact to customer's blood glucose.